Manufacturer narrative:
Product event summary:the device was returned and analyzed. The returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a loose/detached set screw, and a set screw with a rounded socket. The returned device indicated a damaged set screw. The returned device indicated the set screw was found in the connector bore.

Event description:
It was reported that intra-operatively, the right ventricular (rv) lead pin would not pass completely into the device header. After multiple attempts, the physician elected to use a different device. The rv lead then "easily" entered into the device header. No patient complications have been reported as a result of this event.